Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient was hospitalized with a diagnosis of diabetic ketoacidosis (dka) since (B)(6) 2013 at 11am. Site changed 3 x over 24 hour period . No leaking, bent cannulas or other site issues. Parents and patient confident of technique, confirmed basal settings are correct; basal history checked out. The patient was taken off animas pump during hospitalization and is preparing to resume pump therapy prior to discharge. Blood glucose has stabilized and patient pending discharge at time of call. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced dka.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Current pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.